Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Information received by a liability insurer regarding a patient injury. It is reported that the patient experienced an unspecified eye injury that required medical attention, it is alleged that injury was caused by defective in the device. The patient reported to their location of purchase that they experienced an eye infection alleged to have been caused by a defect in the contact lens or bacteria in the solution. The patient received their contact lenses from (B)(6), was initially see at hospital (B)(6), and follow-up care was provided by (B)(6). Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.